Event description:
It was reported that on (B)(6) 2026, a 30 mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for implant using a 8f amplatzer trevisio intravascular delivery system to treat atrial septal defect (asd). During the procedure, it was noted that the device was observed in bulbous shape. The procedure was successfully completed using a new 35 mm amplatzer multi-fenestrated septal occluder using a 9f amplatzer trevisio intravascular delivery system. The deformed device was never released from the delivery cable while inside the patient. There was no angulation or kink noted in the delivery system. Contacts occurred with intracardiac tissue during the occluder deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.